Manufacturer narrative:
This report is based solely on reviewed clinical data from the device. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) bi-ventricular defibrillator 2008 (B)(6); 5076 implantable pacing lead 2008 (B)(6). (B)(4).

Event description:
An event was reported under the indicate (B)(4) clinical study and classified as inappropriate device detection, oversensing due to ventricular lead noise, t wave oversensing, and far field r-wave (ffrw) oversensing on the atrial lead. The device and leads remain in use. No patient complications have been reported as a result of this event.